Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump was experiencing an intermittent power issue. Reportedly, the battery compartment was cracked. The battery cap was unable to tighten on to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/21/2016 with the following findings: there were multiple pump reboot events observed in the black box. The pump was returned with a crack in the battery compartment. The threads on the battery cap and on the battery compartment were stripped and were unable to secure. The intermittent power issue was duplicated during the investigation. A test cap was able to hold for testing. The pump was exercised for 24 hours with no further loss of power occurring.